Manufacturer narrative:
Iu observed that the meter has multiple solid vertical lines appearing in the middle of the display. Iu observed that the location of the vertical lines on the display do distort the decimal point and digits during the simulation test, therefore misinterpretation is possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white with the multiple solid vertical lines appearing in the middle of the screen. Upon powering the meter on, without holding power button, the multiple solid vertical lines appear on all screens during performance testing. Iu observed that the meters serial number is below (B)(4). Meters below this serial number could have been damaged during the component manufacturing process causing a solid line to appear in the display. This issue has been investigated. Process improvements in handling of the meter's display have been implemented at the supplier to reduce the occurrence of this defect. Additional finding: iu observed that the meter has markings on the corners of the meters housing surrounding the ir window. The stretch lines do not affect the functionality or performance of the meter. This issue is caused by the material of the meter being stretched as a result of the meter manufacturing processes. The customer's allegation of a solid line in the display was observed during the investigation of the returned product. This case is set to verified based on the iu's investigation of the customer's allegation.

Event description:
Patient's mother reported there is a black line that appeared crossing vertically through the middle of the display of the blood glucose monitoring device since the end of september. Mother stated that with time, more and more lines have appeared and now there are five. Mother reported there has been no misinterpretation of the information on the screen yet, but she has to look very carefully to be sure of what the blood glucose monitoring device is displaying. No adverse event occurred. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the blood glucose monitoring device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.